Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield oversensing of ventricular signals on the right atrial (ra) channel. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.